Event description:
Reported due to stuck device requiring surgical procedure. The physician attempted closure of an arteriotomy site with a perclose proglide device following an unk procedure. Fluoroscopy was performed prior to the procedure with the following findings: vessel size was "+six(6) mm" and the site was confirmed to be in the common femoral artery. The vessel condition was noted to be "good" and it was reported that there was no calcification or vessel tortuousity. It was also noted that a "little" scar tissue was present at the groin site. There were noi issues with device insertion. Reportedly, for an unk reason, the physician tried to fire the needles twice as "he felt that they did not fire properly." The plunger was retracted and there were no sutures attached. The physician tried to retract the device but was unable to. Fluoroscopy was performed to determine if the foot was deployed but fluoroscopy was unable to verify foot deployment. The ohysician attempted to remove the device but was not successful. The pt was taken to surgery and the device was removed in its entirety. The pt reportedly did "fine" after surgery and remained in the hospital overnight.